Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 1 year 7 months. Device evaluation: approximately 18 inches of the external portion/distal end of the percutaneous lead (driveline) was returned. The silicon sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The report of low speed and pump stop events were confirmed based on the submitted log file. Based on similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the driveline; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned driveline. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages occurred while the device was connected to the power module patient cable and while on battery support. No clinical symptoms were reported. The submitted log file and x-rays were reviewed by a representative of the manufacturer's technical services team and revealed approximately 49 pump stops and approximately 115 low speed advisories on (B)(6) 2017 from approximately 7:07 pm to 8:28 pm. The x-rays received were unremarkable. On 06sep2017 technical services representative and clinical specialist from the manufacturer performed distal end percutaneous lead (driveline) evaluation, but were unable to reproduce alarms with the lvad system supported by a grounded power module patient cable. The external section of the driveline was palpated from the distal end to the exit site without issue. The patient performed body movements such as standing up, sitting down, and crossing arms without issue. Phase interrupter tests were performed; no open wires were found. A percutaneous lead (driveline) replacement was performed approximately 2.5 inches from the skin exit site. Post-replacement, all tests passed. On (B)(6) 2017 it was reported the lvad system was connected to a grounded power module patient cable for 24 hours with no pump stoppages. The patient was discharged on an ungrounded power module patient cable for precaution. No additional information was provided.